Event description:
Pt initiated onto hd treatment complaining of shortness of breath dizziness, and a fluid gain of 3.4kg. Treatment initiated of 2:50pm approximately one hour into treatment pt was complaining of abdominal and chest pain radiating to her back. Bfr decreased to 200, ns 200cc bolus, and o2 given. It was noted at this time that 2 kinks in the arterial blood line between the dialyzer and the blood pump were evident. Pt's treatment was discontinued. Dr. Assessed pt. And had ems transport her to hosp. Pt admitted with hemolysis and pancreatitis.